Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the first diagonal in the left anterior descending artery (lad). An occlusion had occurred proximal to a stent implanted a month ago. Subsequently, proximal occlusion was successfully stented. After that, the physician was going to fix the diagonal lad and when the device was advanced with the aid of a guidezilla guide extension catheter, the device was able to cross the previous stents; however, could not cross the lesion much further. Upon attempting to remove the device, the stent got caught with the previously implanted stent and got stripped off. A small balloon was then advanced and smashed the dislodged stent against the vessel wall and the procedure was completed. No further patient complications were reported and the patient's status was fine.